Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer also reported "lots of alarms to change cartridges/priming alarms," however, tandem technical support was unable to determine the exact nature of the alarms as customer declined further troubleshooting. There was no adverse impact to customer's blood glucose level.